Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Lap gastric sleeve - "activation #33 or #34 at the angle of his, surgeon had a bleeder after attempted seal. Was a short gastric artery, possibly 1-2mm at the angle of his. Bleeder was on the omentum side, and surgeon was able to control bleeding." Patient status - "no injury to patient".

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. However, the device key was returned and engineering was able to review the device activation logs which are found on a microchip within the device key. These logs indicated that the complainant experienced five (5) "reactivate switch released" alarms which occur when the fuse button is released by the user prior to a completed seal. Transecting the tissue prior to resealing could result in insufficient hemostasis. The complainant's experience could not be replicated without evaluation of the device. Although the root cause of insufficient hemostasis could not be confirmed, applied medical is currently implementing corrective actions within a corrective and preventative action report to mitigate this type of event. Additional information requested and received. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional information received 19july2016: unsure how many times surgeon cleaned the jaws; at least once.